Event description:
Healthcare professional reported for left side ¿patient felt upper inside part of breast swelling up¿, ¿rupture was suspected after echo examination, after that, deformation disappeared", "MRI found there is no rupture in the upper side part, but the rupture inside capsule near the inframammary fold was suspected". The device has been explanted. There seemed rupture on the back of the implant. Gel was scattered inside the capsule. The removed device was in a tattered state.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Facility name: (B)(6).

Event description:
Healthcare professional reported ¿patient felt upper inside part of breast swelling up¿, ¿rupture was suspected after echo examination, after that, deformation disappeared", "MRI found there is no rupture in the upper inside part, but the rupture inside capsule near the inframammary fold was suspected". The device remains implanted.